Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Procedure performed: laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior repair and uretex sling. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op and post- op diagnosis: menometrorrhagia failed medical management, symptomatic cystocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4).